Manufacturer narrative:
Evaluation summary report attached in german was translated to english.

Manufacturer narrative:
Suspect device will be not returned. Photos or videos of procedure were requested.

Event description:
After treatment of cia and cfa left the rotarex head breaks of unexpectly without warning (like drop of rotations or noise) and lies in an unperfused small side branch of the cfa. The rotarex head can be caught but not passed through the existing stent cfa. The rotarex head is therefore placed permanently in the small unperfused side branch of the cfa.